Event description:
It was reported that the user experienced frequent hypoglycemia over the past month while targeting a blood glucose of 115 mg/dl and expressed fear about determining mealtime insulin needs. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with no alerts or alarms reported. Investigation of this case revealed no device malfunction identified and no specific device component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.